Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the audio bolus button was intermittently unresponsive to button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button cover was found to be intact; no damage was observed. The audio bolus button was found to be responsive to use input. During evaluation, the keypad was found to be torn at the up arrow and down arrow keys. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow and down arrow keypad buttons were unresponsive; the ok and contrast buttons responded appropriately and had normal spring back when pressed. There was evidence of contamination found under the up arrow and down arrow key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.